Manufacturer narrative:
On april 25, 2023, the distributor reported the additional information: pump was received and after connecting pump to the usb cable on a wall outlet, the pump could be heard turning on; however, the display was blank. Pressing the awake button did not turn the display on. Disconnecting and connecting the usb cable was performed; the display did not turn on. Correction: h6 - code 1476 removed; 1559 added. Correction: h6 - code 1476 removed; 1559 added.

Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose was 189 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.